Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection and occlusion are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient had an unspecified promus implanted several months prior to the patient returning to the hospital, the exact date was not provided. The patient returned on (B)(6) 2011 with the vessel totally occluded. An unspecified guide wire was attempted, but could not cross through the occlusion. A dissection was noted 5 mm proximal to the stent and the physician stated that the dissection was the cause of the occlusion and not the stent. No additional information was provided.